Event description:
This endograft exhibited a distal right iliac type I endoleak resulting in additional intervention. A gore iliac limb stent was utilized. Sever months later a cta of the patient's abdomen revealed a persistent endoleak which was relatively unchanged from the previous images. The cta also depicted a small presacral branch arising from the native aneurysm sac at the level of enhancement of the aneurysm sac. This could relate to a small efferent branch or possibly a small afferent branch supplying the endoleak. The native aneurysm sac has not changed in size measuring essentially 7 cm in diameter. To date, no adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and will not be returned. Boston scientific can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.